Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) the device evaluation completion was provided under the 3500a initial under h10. Additional manufacturer narrative. However, during further review on(B)(6)2021, noted correction to the product investigation as it should have been the following: the product was returned to biosense webster for evaluation. Bwi conducted a visual inspection, electrical and magnetic evaluation of the returned device. Visual analysis of the returned sample revealed that reddish material was observed in the pebax, a hole was found in the pebax on the smart touch bidirectional sf catheter. Magnetic sensor functionality was tested on carto and the catheter was properly visualized and no errors were observed. Then, electrical test was performed on the catheter and it was found within specifications, no electrical malfunction was observed. The event described of current leakage and bad/ partial ECG (bs or ic) were unable to be duplicated during the product investigation. However, the blood found inside the pebax area may have contributed to the reported issues. The damage observed on the pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured according procedures, it could be related to the usage of the device during the procedure however, this cannot be conclusively determined. A manufacturing record evaluation was performed for the finished device 30432814l number, and no internal actions related to the reported complaint condition were identified. As part of bwi¿s quality process all devices are manufactured, inspected, and released to approved specifications. The instructions for use contain the following warning stated in the carto 3 system manual: perform the following to determine if the problem was caused by one of the catheters or their extension cables, by the body surface ECG cable, or by the patient interface unit: 1. Immediately disconnect body surface ECG cable and all catheter extension cables from the patient interface unit. 2. Press acknowledge in the caution window, to enable ablation through the patient interface unit. 3. If the error persists, shut down the patient interface unit and contact biosense webster service and support department. 4. If the error message has disappeared, reconnect the body surface ECG cable and catheters, one by one, until catheter or cable causing the leakage is identified. 5. Replace the faulty item. 6. If the error returns during ablation, disconnect all catheter cables and the body surface ECG cable from the patient interface unit, turn off the patient interface unit power supply, and contact biosense webster service and support department to report a patient interface unit issue.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 5/12/2021. The product was returned to biosense webster for evaluation. Bwi conducted a visual inspection, electrical and magnetic evaluation of the returned device. Visual analysis of the returned sample revealed that reddish material was observed in the pebax, a hole was found in the pebax on the smart touch bidirectional sf catheter. Magnetic sensor functionality was tested on carto and the catheter was properly visualized and no errors were observed. Then, electrical test was performed on the catheter and it was found within specifications, no electrical malfunction was observed. The event described of current leakage and bad/ partial ECG (bs or ic) were unable to be duplicated during the product investigation. However, the blood found inside the pebax area may have contributed to the reported issues. A manufacturing record evaluation was performed for the finished device 30432814l number, and no internal actions related to the reported complaint condition were identified. As part of bwi¿s quality process all devices are manufactured, inspected, and released to approved specifications. The instructions for use contain the following warning stated in the carto 3 system manual: perform the following to determine if the problem was caused by one of the catheters or their extension cables, by the body surface ECG cable, or by the patient interface unit: immediately disconnect body surface ECG cable and all catheter extension cables from the patient interface unit. Press acknowledge in the caution window, to enable ablation through the patient interface unit. If the error persists, shut down the patient interface unit and contact biosense webster service and support department. If the error message has disappeared, reconnect the body surface ECG cable and catheters, one by one, until catheter or cable causing the leakage is identified. Replace the faulty item. If the error returns during ablation, disconnect all catheter cables and the body surface ECG cable from the patient interface unit, turn off the patient interface unit power supply, and contact biosense webster service and support department to report a patient interface unit issue. The event described could not be confirmed as the device performed without any electrical or magnetic issues. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Manufacturer's reference number: pc-(B)(4).

Event description:
It was reported that a patient underwent a procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the biosense webster, inc. Product analysis lab observed a hole on the pebax surface. Initially it was reported that during use, the "leakage current" alert message was displayed. The ¿current leakage error¿ appeared during ablation with the thermocool® smart touch® sf bi-directional navigation catheter just after a sudden and very high peak of signal registered in every intracardiac and body surface channel. Then, the carto 3 system showed both the ¿current leakage error¿ and the ¿error 7¿. This condition resolved disconnecting the map catheter. The procedure was completed without patient consequence. Additional information was received on the event. The signal loss persisted in every intracardiac or body surface channel on the carto 3 system and the recording system. The physician did have an intact ECG signal available to monitor the patient¿s heart rhythm on the ECG lead on the defibrillator. During the signal loss, the thermocool® smart touch® sf bi-directional navigation catheter was in the left atrium. The error persisted despite two cable changes, a catheter change (other lot and type) and an ECG-carto cable change. Also, turned off and on the patient interface unit power supply without any success. The replacement catheter was opened and used in order to complete the procedure since the thermocool® smart touch® sf bi-directional navigation catheter produced the leakage current error. The day after the procedure, all the system was tested. The error was not duplicated, but the thermocool® smart touch® sf bi-directional navigation catheter was not recognized by the system anymore. The signal issue was assessed as not MDR reportable. The potential risk that it could cause or contribute to a death or serious deterioration in state of health was remote. The current leakage error was assessed as not MDR reportable. This issue was highly detectable and requires adjusting system components to continue with the procedure. Devices may require reset or replacing but cannot be used on the patient. Patient safety was unaffected by this issue. The biosense webster, inc. Product analysis lab received the device for evaluation and on (B)(6) 2021 it was observed that there was reddish material inside the pebax and a hole was found on the pebax surface as well. The lab finding of the hole on the pebax was assessed as MDR reportable. The awareness date for this reportable finding is (B)(6) 2021.